Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous forearm shunt. A 6.0-4/4t/90cm symmetry balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.